Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for hi and high blood glucose test results. The customer is concerned with test results obtained of hi, and 499 mg/dl. The customer¿s expected fasting blood glucose test result range is 100 -200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of e-5 error using meter. Customer was using proper testing techniques. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 06/30/2021 and open vial date was not disclosed. The meter memory was reviewed for previous test result history: (B)(6).